Manufacturer narrative:
Date sent to the FDA: 04/26/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgical procedure involving the anus on (B)(6) 2011. During the procedure, while suturing the anus, the needle broke in half. One half was retained but the other half could not be found. The surgery was completed. Additional information has been requested.